Manufacturer narrative:
The stand alone board and cp2 detector panels were returned to the manufacturer for analysis. Analysis found that when installed on a test system, the cp2 detector panels achieved ready at each power cycle. Both 2d and 3d imaging were successful. No problem found with these parts. The stand alone board failed bench testing. There was no output for 120 vac and leds did not light up; 115 vdc was present and the fan was on. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after replacing the system control assembly, the standalone and x relay, and the cp2 panel system. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system did not start normally. It was considered that the system control board, the stand-alone board, and/or the command processor had an anomaly. The system failed to boot. No patient present.

Manufacturer narrative:
The pcba control board assembly was returned to the manufacturer for analysis. Analysis was unable to confirm the reported complaint. The board passed visual inspection. When the system control board was tested in a test system the system booted. Motion, x-ray, and communication readied without issue. The system was rebooted multiple times without issues. The foot switch and hand switch acquired multiple 2d and 3d images successfully. No failure found. If information is provided in the future, a supplemental report will be issued.